Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic gastric bypass the seal tore and leaked air. It was also reported that the patient did not experience an adverse event due to the device malfunction.

Manufacturer narrative:
Original ftr entered under (B)(4) and emdr submitted with incorrect manufacturing site. New ftr created per MDR procedure in order to populate emdr with correct manufacturing registration number. A supplemental was sent under (B)(4) notifying the FDA of this error and providing the new tracking number and report number. Original initial report number 1219930-2015-00857 under ftr (B)(4). New report number 9612501-2015-00603 under ftr (B)(4).